Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris pump died without noticed, changed to a new pump. Second pump was initially running well plugged in, patient was on route to CT scan and second pump sounded a loud alarm pump dysfunction then without warning turned off. Large dose of vasopressor was running then abruptly stopped and could have caused injury if not potential loss in bp and arrest. Fortunately the nurse returned to pacu and was able to change to another pump for transfer to CT scan." There was no information on patient impact.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris pump died without noticed, changed to a new pump. Second pump was initially running well plugged in, patient was on route to CT scan and second pump sounded a loud alarm pump dysfunction then without warning turned off. Large dose of vasopressor was running then abruptly stopped and could have caused injury if not potential loss in bp and arrest. Fortunately the nurse returned to pacu and was able to change to another pump for transfer to CT scan." There was no information on patient impact.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information. Correction : initial reporter occupation, other occupation. Additional information : unique identifier (UDI) #, medical device serial #, concomitant med prod data, device manufacture date, imdrf annex e, f, a, g, b codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.